Manufacturer narrative:
The customer stated that the device was not used by the patient. Therefore, no information was captured. The customer did not provide the serial #, therefore, no information was captured and the device manufacture date could not be determined. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer alleged to have purchased a contour next ez meter in (B)(6) and found that the meter was reading in mg/dl. The customer stated that the meter was not being used. There was no allegation of an adverse event. The device is not expected to be returned.